Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. The customer consumed a sandwich, snack, and pastry, along with some juice to treat bg levels. Reportedly, the customer was running and did not consume food during the usual time that the customer normally eats. Recommendation was made to consult with health care provider regarding diabetes management.